Event description:
Customer called to report the pump fell into the bathtub while cleaning the tub. The unit was submerged for a few seconds. There was water under the screen and the device was giving a no delivery alarm. It was stated that the alarms were cleared but it reoccurred. Also the display was faded. Customer treated high blood glucose with a manual injection.